Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device displayed an "ECG too large" message when the analyze mode was selected. The complainant indicated that there was no patient involvement in the reported malfunction.